Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The lead was capped and replaced successfully, the patient did not experience any symptoms and was discharge on day post implant.